Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not returned to the manufacturer.

Event description:
It was reported that patient was revised due to pain.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: all records were reviewed by a clinician who indicated there is no evidence that the exploration, poly exchange, and scar excision surgery two years post-implantation was the result of factors of faulty component design, manufacturing, or materials. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: a medical review indicated all devices were reviewed by a clinician who indicated there is no evidence that the exploration, poly exchange, and scar excision surgery two years post-implantation was the result of factors of faulty component design, manufacturing, or materials. However, it was noted that no clinical or past medical history was available. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised due to pain.